Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, h2, h3, h6, h11. Corrected fields: h6 the device was returned to olympus for inspection, and the reported failure was not confirmed. The customer confirmed that the device was sent to olympus for repair without being reprocessed or disinfected. As a result, the presence of foreign material is expected a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Customer additional information: customer did not clean, disinfect, and sterilize the device before sent it to olympus.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that histoacryl adhered to the biopsy channel and the auxiliary water channel of the endoscope distal end on the colonovideoscope. The issue was found during reprocessing. There were no reports of patient involvement.